Manufacturer narrative:
Based on the additional information provided, at this time the file remains inconclusive. It is reported that the patient experienced a recurrent hernia. During explant the mesh was found to be only attached to the abdominal wall in one area and the mesh was deformed. It cannot be determined at this time, if the deformed mesh was due to the recurrence or if the recurrence was due to the detachment. The patient medical history and clinical course following implant were not provided. Recurrence is listed in the adverse reaction section of the IFU as a possible complication. If additional information is provided, a supplemental MDR will be submitted.

Event description:
This is an addendum to the initial MDR and is based on medical records provided by the patient: (B)(6) 2012 - patient underwent the repair of an umbilical hernia and was implanted with a bard ventralex hernia patch. (B)(6) 2015 - patient presented for repair of a recurrent ventral hernia. The bard ventralex hernia patch was explanted and the medical records note that the patch was "dislodged and was wadded up in the omentum on the anterior abdominal wall."

Manufacturer narrative:
Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's alleged post operative experience. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following allegation was reported to davol by the patient: the patient has alleged that on (B)(6) 2012 she was implanted with a bard ventralex hernia patch to treat an umbilical hernia. She reports that the patch was fixated with four sutures. She alleges that she experienced significant pain and extended abdomen. On (B)(6) 2015 the patient alleges that the patch was explanted and that the device had migrated from its placement sight upward toward her stomach. She reports that the explanted sample is not available for return to davol.